Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Log files received and reviewed. It confirms that this is related to black screen issue. Software bug has been addressed.

Event description:
The customer reported that the bellavista 1000 encountered user interface issue. There is no patient involved associated in this event.